Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menorrhagia / haemorrhagic periods') in a 49-year-old female patient who had essure (ess205) (batch no. 623617 invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2019, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), pulmonary embolism ("two pulmonary embolisms") with dyspnoea, gastrooesophageal reflux disease ("gastroesophageal reflux"), endometrial hypertrophy ("endometrial hypertrophy"), asthenia ("asthenia"), iron deficiency anaemia ("anaemia") and sleep apnoea syndrome ("sleep apnoea"). On an unknown date, the patient experienced musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue") and gingival disorder ("loosening of the gums"). The patient was treated with surgery (essure removal via hysteroscopy and salpingectomy in (B)(6) 2021, subtotal hysterectomy in (B)(6) 2021). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, musculoskeletal pain, fatigue, gingival disorder, pulmonary embolism, gastrooesophageal reflux disease, endometrial hypertrophy, asthenia, iron deficiency anaemia and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for asthenia, endometrial hypertrophy, fatigue, gastrooesophageal reflux disease, gingival disorder, heavy menstrual bleeding, iron deficiency anaemia, musculoskeletal pain, pulmonary embolism and sleep apnoea syndrome with essure (ess205). The reporter commented: hysteroscopy and salpingectomy (B)(6) 2021 subtotal hysterectomy (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menorrhagia / haemorrhagic periods') in a (B)(6) female patient who had essure (ess205) (batch no. 623617) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2019, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), pulmonary embolism ("two pulmonary embolisms") with dyspnoea, gastrooesophageal reflux disease ("gastroesophageal reflux"), endometrial hypertrophy ("endometrial hypertrophy"), asthenia ("asthenia"), iron deficiency anaemia ("anaemia") and sleep apnoea syndrome ("sleep apnoea"). On an unknown date, the patient experienced musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue") and gingival disorder ("loosening of the gums"). The patient was treated with surgery (essure removal via hysteroscopy and salpingectomy in (B)(6) 2021, subtotal hysterectomy in (B)(6) 2021). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, musculoskeletal pain, fatigue, gingival disorder, pulmonary embolism, gastrooesophageal reflux disease, endometrial hypertrophy, asthenia, iron deficiency anaemia and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for asthenia, endometrial hypertrophy, fatigue, gastrooesophageal reflux disease, gingival disorder, heavy menstrual bleeding, iron deficiency anaemia, musculoskeletal pain, pulmonary embolism and sleep apnoea syndrome with essure (ess205). The reporter commented: hysteroscopy and salpingectomy (B)(6) 2021 subtotal hysterectomy (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.